Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis and a visual examination identified that the balloon had been inflated and there was a build-up of solidified contrast media present inside the balloon. A microscopic examination of the balloon material identified a small longitudinal tear in the balloon material. The tear was located approximately 2mm proximal from the proximal edge of the distal markerband and the tear extended approximately 2mm proximally along the balloon. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the markerbands, blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the shaft of the device identified no kinks or damages.

Event description:
Reportable based on device analysis completed on 12feb2021. It was reported that the device could not cross the lesion. The 60-70% stenosed target lesion area was located in a mildly tortuous and severely calcified middle left anterior descending artery (lad). A 10/3.00 flextome cutting balloon was selected for use in a percutaneous cocornary intervention. During the procedure, it was noted that the balloon did not cross the middle lad to reach the lesion. The device was removed within the catheter. The procedure was completed with a different device. There were no complications reported and the patient was stable. However, device analysis revealed a small longitudinal tear in the balloon material.